Event description:
This report was received from (B)(6) and is a spontaneous report from a consumer with supplemental information from a nurse in (B)(6) of a patient who fiddled the with exit site/picked at it and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. The consumer reported that on an unreported date, the patient was fiddling with his exit site and picking at it, which resulted in peritonitis on (B)(6) 2011. On (B)(6) 2011, the patient was hospitalized due to the peritonitis. Treatment included vancomycin. The nurse felt there was a break in technique; however this was not confirmed and the nurse stated the cause of the peritonitis was unknown. The outcome of the event of the patient fiddled with the exit site/picked at it was not reported. The patient was recovering from the event of peritonitis and therapy with dianeal was ongoing. The nurse did not confirm or provide causality for the event of the patient fiddled with the exit site/picked at it, but stated that the event of peritonitis was not related to dianeal therapies.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd889477, gd888503 and gd887703 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. The cause of the peritonitis was use error poor aseptic technique. The label review found the labeling adequate for the use error in this complaint.